Event description:
On (B)(6) 2011, pt reported elevated blood glucose levels while using the infusion sets. Pt stated, he was not aware of the recall. Advised pt regarding the infusion set recall. Pt stated, he had issues removing the adhesive backing but didn't have any issues inserting the infusion site. Pt reported, he experienced leaking issues which caused him to have elevated blood glucose readings. Pt stated, he had a blood glucose reading as high as 411 mg/dl prior to the call. Pt's target blood glucose range is 150 mg/dl. Pt reported, he tried to bolus to bring his blood glucose level down which is when he realised there was a leak. Pt stated, he noticed the leak due to his infusion site being wet. Pt inserts the infusion sets manually. Pt reported, he received the infusion sets about a month ago and would have issues within 24 hrs of inserting the new site. Pt stated, he has had the leaky issues multiple times. On call back on (B)(6) 2011 pt reported his blood glucose level has been fine since changing to a different type of infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.